Event description:
Approx two weeks after treatment under the eyes with juvederm the pt saw a lump that looks like a "pocket that started at the outer corner of the right eye and now is under the middle of the right eye. The pt feels that the product has moved. The pt also reported that the physician injected vitrase into the "pocket", but there is no improvement. Allergan is unable to confirm the event as the pt will not give permission to contact the physician. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.